Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was noted that the right ventricular (rv) lead exhibited loss of capture and the implantable pulse generator (ipg) exhibited pacing problem. The ipg was reprogrammed. The ipg and rv lead remains in use. No further patient complications have been reported as a result of this event.